Manufacturer narrative:
Section a1-patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the patient identifier in section a1 and the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg result on one patient sample that repeated nonreactive. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 3.0 iu/ml (reactive), repeat results = 0.2 iu/ml, 0.2 iu/ml (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting in attempt to resolve the issue. During troubleshooting, the fsr cleaned, lubricated, and replaced multiple parts as preventative maintenance. However, the valve, bypass, dispense manifold (part number a-30104239-03) and valve, manifold, dispense 2 way (part number a-35002114-03) were replaced due to leaking and deemed the likely causes for the discrepant toxo igg result. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for(B)(6) . A review of tracking and trending of the alinity I product monitoring review scorecard did not identify any trends for alinity I system, or the likely cause parts with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6)or the likely cause parts was identified.